Event description:
It was reported that the customer had an issue with the sensor and the 530g insulin pump receiving low readings. Customer reported that one time, the continuous glucose monitor stated 60 mg/dl and the customer's blood glucose level was 116 mg/dl. Customer also stated that this morning, the continuous glucose monitor was 160 mg/dl and 77 mg/dl. Customer was advised to monitor the issue and that the body needs to stabilize fluids. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.